Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had expired on (B)(6) 2019. Patient's son in law stated the customer had a heart attack and was transported to the hospital by ambulance and passed away about an hour later. Customer had low blood pressure, ketoacidosis (because his blood sugars were very high) and sepsis. Customers son in law noted that a lot of this was brought on by the heart attack because his father in law was unable to monitor his insulin. Customers son in law stated he was using his system and wearing a pod during this time. Patient was not prescribed anything while in hospice.